Event description:
Pt found with head lodged between upper siderail and air support therapy mattress replacement. Pt received a 1/4" laceration on nose, a 1/4" laceration on right eye and has had swelling of right eyelid.